Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient did not want to use the device anymore. The patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.